Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73c2000308 was manufactured on 03/18/2020 a total of (B)(4) pieces. Lot was released on 03/27/2020. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned sample revealed that the trigger was partially engaged. It was observed that the staples appeared misaligned and there was a gap in the cover block between the forming assembly and next staples. The stapler was returned with 34 staples left in the cover block indicating that at least 1 staple was fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the trigger cycle was completed the first staple properly formed and released. However, the next 2 staples misfired. An attempt was made to manually realign the staples but the staples were unable to be realigned. Another attempt was made to fire staples but the next 2 staples again misfired. The remaining staples were unable to be fired. It appears that the misalignment of the staples finally caused the staples to stop moving down the feeding assembly. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate this visistat jamming issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples were misaligned. Upon functional inspection, the misalignment of the staples prevented the staples from consistently firing. The sample was disassembled and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
The customer found jamming and misaligned clips in the stapler during suture.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The customer found jamming and misaligned clips in the stapler during suture.